Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for infection - deep. Event is serious and is considered severe. Event is definitely related to both device and procedure. Date of implantation: (B)(6) 2011, date of event (onset): (B)(6) 2012; (left knee). Treatment: knee revised on (B)(6) 2012, with removal of all depuy implants and placement of an antibiotic spacer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: this manufacturing record (DHR) and sterilization certificate was reviewed previously. No related deviations or anomalies identified.